Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc reader is too hot to hold. As a result, the customer experienced a seizure and or a loss of consciousness and no treatment was reported. It is unknown if the customer's device was too hot to hold during use or while charging. Customer refused to troubleshoot further. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed a visual inspection on the returned reader revealed damage to plastic channel on usb port. The damage could be caused by repeatedly inserting the charging cable improperly. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. De-cased the reader and placed into the reader test fixture to download log. The reader log was downloaded successfully and date/time were set. An extended investigation was conducted. A visual inspection was performed using a digital microscope on the returned reader revealed damage to the usb port which is consistent with repeatedly inserting the charging cable improperly. No other signs of damage, burn marks, or other abnormalities were observed during the inspections of the returned reader. The returned reader's usage data was was inspected and found to be paired with sensors and scans. The returned reader was able to power on with a button press, strip insertion, and usb cable insertion. The returned reader was charged using a known good power adapter and a known good usb cable, and no evidence of too hot to hold was observed. The customer did not return the adaptor and adc cable. The returned reader's battery was measured to be 2.8v while charging. The returned reader being able to charge indicates that the damaged observed on its usb port did not affect product functionality. A power consumption test was performed, and the current draw from the returned reader was within specification, indicating the reader was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera,; no evidence of hotspots were observed, indicating that no components on the returned reader were heating up to the point of causing thermal damage. Reader self-test was also performed to check the functionality of the reader, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. The customer did not return the adaptor and adc cable. The returned reader passing all testing, and no evidence of a product malfunction occurring on the reader was observed during the investigation. Therefore, this issue is not confirmed. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
Customer reports their adc reader is too hot to hold. As a result, the customer experienced a seizure and or a loss of consciousness and no treatment was reported. It is unknown if the customer's device was too hot to hold during use or while charging. Customer refused to troubleshoot further. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged plastic channel on usb port was observed. The damage could be caused by repeatedly inserting the charging cable improperly. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The returned reader was further investigated and de-cased. Reader was placed into the reader test fixture to download log. Customer reported reader was too hot to hold. An extended investigation was performed. A usb cable or power adapter were not returned with the reader a visual inspection was performed using a digital microscope on the returned product. Damage to the usb port was observed. No other signs of damage, burn marks, or other abnormalities were observed during the inspections of the returned reader. Reader usage data was inspected and found to be paired with sensors and scans. The device was brought to the bench for testing. The returned reader was able to power on with a button press, strip insertion, and usb cable insertion. The returned reader was charged using a known good power adapter and a known good usb cable for one minute while awake and one minute while in sleep to observe if the reader became too hot to hold. The returned reader was observed not to be too hot to hold. The returned reader's battery was measured while not charging and battery was measured while charging. Both the result was within specification. The returned reader being able to charge indicates that the damage was observed on its usb port did not affect product functionality. Off-current consumption testing was performed to check the current draw of the returned reader and result was within specification, indicating the reader was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and no hotspots were observed during the inspection, indicating that no components on the returned reader were heating up to the point of causing thermal damage. A reader self-test was also performed to check the functionality of the reader, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. This issue is not confirmed due to the returned reader passing all testing. No evidence of a product malfunction occurring on the reader was observed during the investigation. This also serves as a correction report section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc reader is too hot to hold. As a result, the customer experienced a seizure and or a loss of consciousness and no treatment was reported. It is unknown if the customer's device was too hot to hold during use or while charging. Customer refused to troubleshoot further. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.